Manufacturer narrative:
Follow-up #1 date of submission 10/01/2014. Device evaluation:the pump has been returned and evaluated by product analysis on 09/18/2014 with the following findings: the black box shows consecutive call service (cs) alarms. Moisture corrosion is observed in the battery canister and on the battery compartment. The pump powers on with a hard cs127 alarm which was unable to be cleared. The reference voltage was found below specifications. The c38 component was removed and the reference voltage returned to specifications. The pump was able to power ¿on¿ and to exercise with no further alarms. A single component failure c38 was confirmed. There was no moisture ingress on the pcb. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.